Event description:
Additional information was received from the patient. Patient stated they kept falling on their hip and it kind of dislodged it a little bit so their managing health care provider moved the lead to the other side of their body to their waistline on (B)(6) 2023. Patient noted the healthcare provider still turned the therapy off for that procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they had surgery on their spine on (B)(6), and believe their stimulator got shifted because it is very uncomfortable now. Patient stated they also had a knee surgery on (B)(6) and about 3 weeks ago heard a bone pop followed by "mortal pain" below the waist and at the ins site. The patient made an appointment with managing physician's office but did not see the managing physician, they saw the physician's assistant (pa). They told the patient that they think the ins is flipped. The pa suggested that patient change programs and told patient that the doctor is not available until september, and directed the patient to call the medtronic rep. The patient requested a list of other interstim physician's in the area who they may be able to see sooner.